Event description:
During the proper usage of the serfas energy 90-s 3.5mm (lot number 11266ae2, reference number 279-351-100) the metallic tip of the device broke off and was retrieved by physician from patient's right shoulder.